Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was unknown. Customer stated pump is says critical pump error with number 35, when he was rewinding the pump, there is a red oval with an exclamation mark troubleshooting was performed for critical pump error. Customer reports they received a critical pump error image on the pump screen. The customer stated that no pump error was displayed before the critical pump error image displayed on the screen the customer was advised that the pump will be replaced and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error after battery installation. The insulin pump had a constant critical pump error alarm and pump error 35 alarm. The problem was isolated to the force sensor.